Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the distal end of the metal connector was confirmed through the onsite evaluation by an abbott technical services representative. A clamshell repair was successfully performed according to hmii perc lead field repair kit instructions (document 1009874, rev. C) on (B)(6) 2019 under work order 00067431. No alarms or adverse consequences to the patient were reported. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further events have been reported at this time. The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #20099. The hmii lvas IFU and patient handbook provide information on how to care for the driveline. Furthermore, these documents address damage due to wear and fatigue of the driveline as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 1 year, 1 month. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient separation of the silastic sleeve of the driveline at the distal end of the connector. The clamshell repair was performed and damage was noted to black power cable (slit/cut through exterior of lead) so controller exchanged.